Manufacturer narrative:
The results of the investigation concluded that a leak was noted at the hemostasis valve during functional testing. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing, resulting in a hole, was noted in the seal. Tearing in the seal is consistent with damage during use. The device met specifications prior to leaving abbott manufacturing facilities as supported by a review of the device history record. The cause for the reported and confirmed leak is consistent with damage during use.

Event description:
During an atrial fibrillation procedure, the introducer was noted to be leaking blood at the end of the sheath. The sheath was replaced and the procedure was completed with no adverse patient consequences.